Event description:
Rn noted to have blood circulating inside what is to be a closed circuit for product. Normal icy saline is supposed to circulate through balloon and machine. When blood is discovered inside that circuit it indicates that the balloon has been compromised. The catheter was removed from the patient and the balloon at the tip of the catheter was checked for any leaks. A small pin hole leak was discovered in the balloon.